Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was inadequate sample volume collected in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd did not receive any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint is unable to be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was inadequate sample volume collected in one device. No adverse impact was reported regarding the patient or user.